Event description:
It was reported that the patient experienced charging issues with the implantable pulse generator (ipg). As a result, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year from the date manufacturer became aware of the event.